Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow keypad button was sticking and required several hard presses to elicit a response. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): contamination under button contacts, button contact defect. Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. The down arrow button contact was noted to be misaligned. Unrelated to this complaint, testing confirmed that the battery compartment has multiple cracks at the opening of the battery chamber.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.